Manufacturer narrative:
The device was visually and functionally tested. There was flickering image along with some damage to the cable and pins of the connector. The service history and device history review were conducted and no issues identified to be related to the flickering image issue. The cause of the flickering image was possibly due to the cable and pins. The cable issues were being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited a flickering image. There was no patient involvement.